Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, when the physician attempted to deploy the bands, it would not deploy. When the handle was rotated to deploy the band, the bands would just fall off. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.